Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 570 mg/dl with negative ketones and rapid breathing/dizziness. It was noted the patient is experiencing the onset of puberty, which may have contributed to the condition. The patient received no unusual treatment. The reporter alleged that there is a priming issue with the pump. Pump is only priming 0.6 units with site change, per the history. The pump is not priming tubing during load step. This complaint is being reported as the prime issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 10/7/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings:. Daily insulin delivery totals are inconsistent. Prime histories verify reported prime volumes. Black box shows following activity: following a replace cartridge alarm on (B)(6) 2016 at 7:00am insulin delivery is not resumed until (B)(6) 2016 2:24am. Following an unexplained power interruption (B)(6) 2016 at 1:22am delivery is not resumed until 3:05pm. No damage found to battery cap or battery compartment. Battery cap able to attach securely to pump. Rewind, load cartridge, and prime steps performed successfully. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs..pump exercised for 24 hours with no prime issues occurring. A cartridge with 100 units was correctly loaded into the pump. Pump passed delivery accuracy test and found to be delivering within required specifications. Pump opened and no damage found to force sensor circuit. No damage found to power circuit. .